Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that while manipulating the coil inside the aneurysm, it detached. The coil was situated nicely and remained inside the aneurysm. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Only the delivery wire was returned. Analysis of the delivery wire detachment zone revealed that the main coil had detached electrolytically. In addition, the delivery wire was observed to be kinked/bent likely due to handling. A function evaluation could not be performed due to the condition in which the device was returned. Information available indicated that the device was confirmed to be in good condition prior to use, the main coil was not attempted to be detached; however, it was repositioned multiple times likely contributing to the reported event. Based on analysis of the device and available information, an assignable cause of operational context was assigned to the reported event.

Event description:
It was reported that while manipulating the coil inside the aneurysm, it detached. The coil was situated nicely and remained inside the aneurysm. There were no clinical consequences to the patient due to the reported event.